Event description:
It was originally reported that the ventilator did not alarm when the ventilator became disconnected from the pt. Further info was received from the customer that reported the pt had desaturated and turned blue while connected to the ventilator. The pt's mother could not tell if the ventilator was giving him any breaths and the ventilator was alarming for apnea. The pt was removed from the ventilator and CPR was performed. The pt was hospitalized.

Manufacturer narrative:
.